Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 74-2-0710 lot# 9l8mjd description: scorpio cr all poly tibial. Cat# 73-2710 lot# 79cmmd, description: scorpio c-dome patella. We are awaiting clarification of this event.

Event description:
It was reported that, "revision was over 3 years ago."